Event description:
It was reported that the lead exhibited decreased sensing values. The lead was explanted on (B)(6) 2014. Following the procedure, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 20.5 cm from the connector pin which exposed the outer coil. This likely contributed to the reported sensing anomaly. The abrasion was consistent with exposure to constant friction to another implantable device. Analysis also found insulation degradation at 4.5 cm from the connector pin and exposed the outer coil.